Event description:
The probe melted and broke into two pieces. The device was removed from the patient and sent for terminal sterilization. A new probe was given to the surgeon. The power of the triad setting was reduced and the surgery was completed without further complication. There was no injury to the patient.